Event description:
Extraction surgery was performed on (B)(6) 2016. The primary surgery was performed on (B)(6) 2014. During extraction, the screw breakage was found. The fragment of the screw was not able to removed. All the other implants were removed and the surgery was finished. Update (B)(6) 2016. Reason for the revision surgery was the patient fused.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the actual event of screw fracture was identified during an extraction surgery for implant removal after the patient fused. The surgical technique states that the expected life of spinal implant components is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The device was reported to be implanted for more than 14 months and the activity level of the patient is unknown. Conclusion: the probable root cause of this event is fatigue due to finite expected life of implants.

Event description:
Extraction surgery was performed on (B)(6) 2016. The primary surgery was performed on (B)(6) 2014. During extraction, the screw breakage was found. The fragment of the screw was not able to removed. All the other implants were removed and the surgery was finished. Update 6/23/2016. Reason for the revision surgery was the patient fused.